Manufacturer narrative:
Literature article ¿single-centre comparison of procedural complications, clinical outcome, and angiographic follow-up between coiling and stent-assisted coiling for posterior communicating artery aneurysms¿ by liu, y-q; wang, q-j; zheng, t; zhang, x; li, x-f, cui, x-b; gao, y-y, lai, l-f; su, s-x; he, x-y; duan, c-z, journal of clinical neuroscience 21 (2014) 2140-2144, that, in this study, 291 posterior communicating artery (pcoma) aneurysms were treated with endovascular coil embolization, 56 of those aneurysms also received an unknown enterprise stent. The mean age of the patients was 53.6 + 12.8 years. Thirty seven of the 56 stented patients were women. Fifteen of the 56 stented aneurysms were ruptured. Complications reported for the stent-assisted group include 3 patients with thromboembolism, 1 with intraprocedural rupture of the target site, 1 patient with coil protrusion and 8 patients with oculomotor nerve paresis (onp). There was no reported product information and the devices remain implanted thus unavailable for analysis. The devices were not returned for analyses, and the lot or lots was/were not provided to conduct DHR review. The reported events (thromboembolism, intraprocedural rupture, coil protrusion, and oculomotor nerve paresis) noted in the literature article are known potential adverse events associated with stent implantation procedures. The enterprise IFU, thromboembolism, intraprocedural rupture, coil protrusion, and oculomotor nerve are noted. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel conformation and procedural issues may have contributed to the reported event. Unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable.

Event description:
Literature article ¿single-centre comparison of procedural complications, clinical outcome, and angiographic follow-up between coiling and stent-assisted coiling for posterior communicating artery aneurysms¿ by liu, y-q; wang, q-j; zheng, t; zhang, x; li, x-f, cui, x-b; gao, y-y, lai, l-f; su, s-x; he, x-y; duan, c-z, journal of clinical neuroscience 21 (2014) 2140-2144, that, in this study, 291 posterior communicating artery (pcoma) aneurysms were treated with endovascular coil embolization, 56 of those aneurysms also received an unknown enterprise stent. The mean age of the patients was 53.6 + 12.8 years. 37 of the 56 stented patients were women. 15 of the 56 stented aneurysms were ruptured. Complications reported for the stent-assisted group include 3 patients with thromboembolism, 1 with intraprocedural rupture of the target site, 1 patient with coil protrusion and 8 patients with oculomotor nerve paresis (onp). There was no reported product information and the devices remain implanted thus unavailable for analysis.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product information are continuing and will be made available if provided. Please note that the product catalog and lot number are unknown, the device captured in the form represents enterprise devices. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.